Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in excellent condition. Customer?s reported issue was duplicated. Base hardware failure was found at power up and a moment later battery communication timeout followed. The root cause of the reported issues was not found. Interconnect board does not operate as intended which is also the cause of the battery communication timeout. Actions taken to mitigate the reported issue: replaced interconnect board and battery. Performed power up process which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that base hardware failure and battery communication timeout events occurred. No patient injury reported.